Manufacturer narrative:
Conclusion: anticipated procedural complication. The subject device is not available; therefore, physical analysis cannot be performed. Based on the information available, there is no indication that the device malfunctioned or failed to perform to specification. Stroke and hemorrhage are known complications associated with these types of procedures and listed as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
It was reported in an article in neurosurgery that the patient underwent thrombolysis and balloon angioplasty of the middle cerebral artery (mca) m1 segment that resulted in partial recanalization. Post procedure the patient suffered a hemorrhagic infarction. It was reported that the patient was discharged with slight disability. No other information is available.

Event description:
It was reported in an article in neurosurgery that the patient underwent thrombolysis and balloon angioplasty of the middle cerebral artery (mca) m1 segment that resulted in partial recanalization. Post procedure the patient suffered a hemorrhagic infarction. It was reported that the patient was discharged with slight disability. No other information is available.

Event description:
It was reported in an article in neurosurgery that the patient underwent thrombolysis and balloon angioplasty of the middle cerebral artery (mca) m1 segment that resulted in partial recanalization. Post procedure the patient suffered a hemorrhagic infarction with small petechiae within the infarcted area. It was reported that the patient was discharged with slight disability. No other information is available.